Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s device taking a long time to recharge was not known. They stated that the patient¿s battery was replaced to resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for post lumbar laminectomy syndrome. The rep reported that the patient never saw the elective replacement indicator (eri) message. Therepist stated that the device was taking the patient a long time to recharge. They stated that it was taking the patient 8 hours to charge towards the end. They noted that the patient stopped using stimulation and stopped recharging. Compatibility guidelines were requested for cautery/electrocautery. No further complications or patient symptoms were reported or anticipated.